Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, it was impossible to inflate the balloon. The product was not resterilized prior to the incident. The product was used on a patient. The patient was not injured or jeopardized. There was no extension of the surgery time by more than 30 minutes, no blood loss of more than 500cc, no extension of the incision by more than 1 inch, no unanticipated tissue loss and no portion of the device fell into the patient.

Manufacturer narrative:
(B)(4).